Event description:
It was reported that a patient is deceased and died on (B)(6) 2014; approximately three months post the implant (on (B)(6) 2013) of a cardioverter defibrillator (ICD) system. The patient was a participant in the panorama 2 study. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).